Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had rewind anomaly. The customer's blood glucose was 325 mg/dl. The has to force the reservoir just to fit in the insulin pump. There was no physical damage on the insulin pump, they did a rewind, and stated that the piston was not go all the way down. The customer was advised that part of the piston would still be visible and he just stated it was not the same as before. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk.